Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Medical records were received on 05/04/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "cystoid macular edema (cme)" (edema, macular); "smeary vision" (vision, impaired). Product problem(s): "none reported" (no known device problem [iol (intraocular lens) implant]). A surgeon reported a patient with cystoid macular edema following an intraocular lens (iol) exchange procedure. Medical records were requested and received. According to the medical records, the iol was exchanged for the same model and power lens. In (B) (6) of 2008, the patient was experiencing "smeary" vision. Cystoid macular edema was diagnosed and the patient was treated with medications. The patient stated her vision was like looking out of a bubble. The surgeon noted the patient's vision and symptoms have resolved and she is happy with her visual results. There are two medical device reports associated with this event. This report is for the exchanged iol. The initial medical device report was filed under MFR report # 1119421-2008-00300.